Event description:
A customer contacted beckman coulter inc. (Bci), regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for two patient samples. Patient a: the initial result was 0.23ng/ml and 0.56ng/ml upon repeat. The sample was tested for accu tni on a different instrument and a result of 0.02ng/ml was obtained. On the next day, the specimen was mixed and re-spun and then re-tested on the unicel dxi 800 instrument and on the different instrument and results were: 0.23ng/ml and 0.02ng/ml respectively. Patient b: the initial result was 0.57ng/ml and 0.03ng/ml when the sample was repeated. The sample was tested on a different instrument and an accu tni result was 0.01ng/ml. The specimen was mixed and respun, and then re-tested on the unicel dxi 800 instrument and on the different instrument and results were: 0.22ng/ml and 0.00ng/ml respectively. The results were reported out of the lab. Both patients underwent CT angiograms, which both resulted negative, per customer.

Manufacturer narrative:
The specimens were collected in plastic, bd sodium heparin tubes and were centrifuged at 3,500 rpm for 5 minutes. The samples were removed from the original tubes, placed in 12x75 plastic tubes, mixed, and re-spun prior to repeat analysis. Qc resulted within specifications prior to and after the event. A system check performed in late 2008, resulted within specifications. There were no events posted to the event log at the time of the event. A field service engineer (fse) was dispatched: the fse ran a diagnostic testing and a level I accu tni qc precision testing across all four pipettors, which all resulted within specifications and correlated with the different instrument. The fse recommended the customer change centrifuge time from 5 to 10 minutes and also set-up reflex testing for values >0.15ng/ml. The fse noted in a different cf that he observed "debris" in some patient samples. No details regarding which patient samples contained this were supplied. The fse also recommended the customer discontinue auto-verification of elevated accutni results to first determine if the fliers are due to pre-analytical specimen handling. The fse noted that the event appears to be due to pre-analytical factors. The fse verified repair, per established procedures and results met published performance specifications. Bci contacted the lab to follow-up on this event and customer stated they are repeating slightly elevated accu tni samples, and they will contact bci if further assistance is required. Pre-analytical sample handling may have contributed to this event; however, a definitive root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.